Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2021-02262.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2021-02262. It was reported the patient's ipg was unable to be set into MRI mode due to high impedance being present. In turn, one of the patient's leads or both of the patient's leads were explanted and replaced to provide resolution.